Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age/weight of the patients represented in the article is male/63years old/65 kg. The model listed in the report is a representative, as there is no specific model listed. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿anatomic parameters predicting procedural difficulty and balloon temperature predicting successful applications in individual pulmonary veins during 28-mm second-generation cryoballoon ablation.¿ am coll cardiol ep 2017;3:580¿8. Http://dx.doi.org/10.1016/j.jacep.2017.01.004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a mapping catheter: multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. There was one patient who experienced cardiac tamponade, which required pericardiocentesis. The status/location of the mapping catheter is unknown. No further patient complications have been reported as a result of this event.